Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were 118 sensing integrity counts (sic) counted by the device in the preceding two months on the defibrillation lead. The lead remains in use. No patient complications were reported as a result of this event.